Manufacturer narrative:
Siemens has conducted a thorough investigation of the reported event. The reported error is sporadic in nature and can only occur immediately after patient registration. The relevant root cause has been identified as a software error. Subsequently, siemens initiated a corrective action to all affected customers and has reported this action to the FDA under 2240869-03/07/16-0010-c/ z-1299-2016.

Manufacturer narrative:
Initial evaluation of the reported issue was classified as a database issue. The problem was corrected during service intervention. As the investigation is ongoing, a root cause has not yet been determined. A supplement report will be filed upon conclusion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a procedure on the artis zee system, following acquisition of a fluoro loop the scene was reviewed and another patients image appeared in 2 images. Review of the previous patient confirmed the images belonged to that examination.